Event description:
It was reported by the sales rep that post-op a laparoscopic adjustable band procedure, the devices port flipped for the second time. It was unk when the first port flip occurred, but it was fixed. The second port flip was replaced with a new port. The pt is doing fine.

Manufacturer narrative:
Info is unavailable; device was discarded.